Manufacturer narrative:
Lot 16h028 was manufactured august 18, 2016 ¿ august 20, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not flow. This occurred after filling with an unspecified drug solution. There was no patient involvement. No additional information is available.